Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate "jumps around". There was no reported impact to the customer's blood glucose level. Tandem technical support reviewed pump data and was unable to observe the reported issue. Multiple attempts were made by tandem technical support to complete troubleshooting however no response was received from the customer.